Manufacturer narrative:
An event regarding decreased range of motion involving a triathlon insert was reported. The event was confirmed by medical review of operative notes. Method & results: -device evaluation and results: not performed as no device was returned for evaluation. -medical records received and evaluation: from the x-ray information of this case it is clear that procedure-related factors play a prominent role to cause the reported knee stiffness in this patient. There is a large amount of bone cement debris present in the posterior knee joint space, while also visible in smaller quantities in the medial and anterior knee joint compartments.- some of the described remnants may also be bone particles although the majority is clearly bone cement. For the cause of the problem, this makes no difference, because bone fragments in large size have a similar mechanical interference ability to the joint and should also be removed by the surgeon during arthroplasty similar to excess bone cement. - this indicates problems with the arthroplasty and application of bone cement during implantation of the devices in the primary arthroplasty of (B)(6) 2016. The surgeon has to remove all excess bone cement during and after curing of the bone cement. There clearly were problems with cement application, also evident by the slight oblique position of the baseplate, not really bad by itself, but indicative for problems during surgery". -device history review: indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the reported event relates to the patient having decreased range of motion. Review of the medical records provided indicated that the retention of large amounts of bone cement during primary arthroplasty has caused a mechanical block in the posterior knee compartment limiting knee functionality and requiring revision with bearing exchange. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient did not have full range of motion. No infection noted. The doctor opened the knee, made manipulations, and swapped out the poly. The patient had to undergo surgery and the surgeon had to perform surgery along with oversee physical therapy.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient did not have full range of motion. No infection noted. The doctor opened the knee, made manipulations, and swapped out the poly.